Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. A t-shot issue was discovered and the power enclosure assay was defective. The parts were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was stuck in the initializing system please wait status after multiple reboots and a successful m calibration. There was no patient present.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for evaluation. Testing found a transistor on the unit was shorted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturer updated to proper value.